Manufacturer narrative:
Analysis: the sample was discarded at the user facility: therefore, sample evaluation was unable to be performed. A lot history review revealed this is the only complaint for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The intimal dissection in the sfa was discovered after treatment with the lutonix dcb, through post angiography. The physician reportedly believe the dissection was not associated with the lutonix dcb. The physician felt the dissection at the right ostial superficial femoral artery was related to the severity of the patients disease state. Although requested, it was unknown how and when the dissection occurred. A definitive root cause for the dissection was not able to be determined. In addition, it was unknown if concomitant products used during the procedure were contributing factor. It is unknown whether the patient and/or procedural issues contributed to the event. Although requested, the patient weight was not available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating the common femoral artery (cfa). The target lesion was the right ostial superficial femoral artery (sfa). This sfa lesion was first treated by laser thrombectomy followed by predilation with a normal pta catheter. The hcp prepared a lutonix dcb in the normal fashion. While advancing the lutonix dcb to the sfa, the hcp identified a disease portion of the cfa, which was not predilated. The decision was made to treat this location first, rather than proceeding the sfa. The hcp reportedly inflated the lutonix dcb, in the common femoral artery, to 12 atmospheres and after 52 seconds of treatment the balloon allegedly ruptured. The lutonix dcb was removed without difficulty. The hcp prepared a second lutonix dcb of the same size and advanced the catheter to the right ostial sfa. The hcp reportedly inflated the second lutonix dcb to 10 atmospheres for 2 minutes. The balloon successfully treated the right ostial sfa and was removed. Post angiography revealed evidence of a dissection in the sfa lesion. As a result of the dissection, the hcp stented the lesion in the sfa, followed by post dilation. Additional angiography was performed after the stenting, which revealed excellent flow, but a dissection was now present in the common femoral artery. As a result, the hcp performed an additional pta angioplasty. The physician reported severe calcification is a contributing factor for the occurrences of balloon rupture and dissection in the cfa. No further adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00032.